Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request for information about cardiosave intra aortic balloon pump (iabp) that if someone was going to come in after the patient coded.